Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient experienced ¿night breakthrough leakage¿ on (B)(6) 2017, some leakage again on (B)(6) 2017, and a little bit of leakage on (B)(6) 2017. It was noted that the patient had increased stimulation on program 1 to 1.3, and they felt stimulation, but the stimulation sensation did fade away with time. Therapy expectations and that it takes time for the body to respond to therapy were reviewed with the patient. It was recommended that they follow up with their healthcare provider if it did not resolve. Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient mentioned, again, that they started at 1.1 and had symptom relief, but not as much as they wanted. They had a slow stream while urinating. They increased to 1.4 and 1.5 and was going to see how that worked. It was noted that they felt pressure in their bowel area, but it wasn't uncomfortable; they were just wondering if it was normal. They stated that they took pain medication for their back and took mirilax. On (B)(6) 2017, it was reported that they hadn't received their therapy manual in the mail yet, but it was noted that the manual was sent. Additional information was received from a consumer on (B)(6) 2018. It was noted that they were implanted for leaking, but had been leaking since implant. They saw the manufacturer representative several months ago, and they ¿redid it, reprogrammed it so they put 4 new programs in.¿ they also saw their healthcare provider on monday and noted that they had been ¿leaking worse.¿ it was stated that ¿after doctor had them reprogrammed and had them move programs,¿ and the patient changed the program yesterday, tuesday (B)(6) 2018. It was noted that ¿within an hour or so the leakage became really bad, really worse, and really a problem¿ so they wanted to change it back to where it was. The patient put it ¿on the program before that¿ and it seemed to get better, but then at about 8 pm it ¿tore loose again¿ so they ¿had to go through these pad things again.¿ the patient then turned stimulation off and it seemed to improve the situation. It was also reported that they had ¿utis off and on and they have been really bad starting a couple of months ago.¿ it was noted that the patient would be given antibiotics but then the utis would come back, so they had a biopsy on (B)(6) 2018 but the doctor was not alarmed about anything. It was noted that the patient had ¿been to the ER twice and the last one was about a week ago today¿ and they sent the patient ¿to dlo for a dla, and they said it didn¿t show a raging infection¿ but they want the patient to stay off of antibiotics so they don¿t become antibiotic resistant. The patient took pyridium and that helped. It was recommended that they follow up with their healthcare provider. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.